Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb537r - hi-line fixed duraguard ii. According to the complaint description, the patient underwent brain tumor resection under general anesthesia. During the operation, it was found that the milling cutter protection sheath was shaken. After milling the skull with the milling cutter handle, resulting in that the milling cutter head could not work normally. The engineer was contacted for maintenance. The damage was caused by excessive aging wear clearance of the milling cutter protection sheath, which may lead to permanent damage to the body functional structure of the patient. There was no described patient harm. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information/correction: h4 - production date updated to unknown. H6 - codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No investigation method could be applied, because: no product available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Explanation and rationale: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid.. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited.